Manufacturer narrative:
The repair information is pending from our local business unit in (B)(6). When this information is provided, we will submit a supplemental report. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
During daily maintenance the customer discovered a battery failure and noticed a ¿low battery¿ error message on the intra-aortic balloon pump (iabp) even though it was fully charged. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and performed running test and was able to duplicate the reported issue. To fix the issue, the fse replaced the batteries and performed further running test with no reported problems. The iabp was returned to the customer for clinical use.

Event description:
During daily maintenance the customer discovered a battery failure and noticed a ¿low battery¿ error message on the cardiosave intra-aortic balloon pump (iabp) even though it was fully charged. There was no patient involvement and no adverse event was reported.